Manufacturer narrative:
(B)(4). Additional information: device evaluation summary an empty opened overwrap, a opened folder, a needle/suture piece and a suture piece of product code 184t, lot # ak5472 were returned for analysis. During the visual inspection of the opened sample (needle/suture piece), the swage and attachment area were noted to be as expected. However, marks on the body needle were noted and the ends of the suture pieces presented elongation, also were damaged (cut) that appears to be by the use of a surgical instrument could be observed. A functional test was performed on a sample and the tensile force met the requirements. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. Rupture of silk suture during use. No patient consequences reported.